Event description:
It was reported that the attempted right ventricular (rv) lead exhibited unacceptable sensing measurements. The helix was retracted in an attempt to reposition the lead but the lead would not move from position. The helix was extended and retracted again but the lead still would not move despite a great deal of force being placed on the lead. The lead remains abandoned in its original position with unacceptable sensing measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).